Manufacturer narrative:
Investigation in process. It is unknown if further surgery will be performed.

Event description:
Event detail: it was reported that the patient's knee became unstable. The patient felt a loose piece floating in the knee. The surgeon investigated and confirmed that the lps eminence was broken. The broken piece was removed, but the tibial remains implanted. Other action: the broken piece was removed, but the tibial remains implanted.